Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula broke when the physician applied pressure. The basket was retrieved very slowly and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter city:(B)(6) block h6: device code 1069 break captures the reportable event of handle cannula break block h10: visual inspection of the returned device found the handle cannula was detached from the handle and it was partially moved out inside of the coil. There were no issues found in the basket wires and the tip was still attached to the basket wires assembly. Both dimples from the screws were visible at the proximal section of the handle cannula. Additionally, drag marks were present from the proximal and distal screw towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during it's use can lead to the handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicates that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula broke when the physician applied pressure. The basket was retrieved very slowly and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient' condition at the conclusion of the procedure was reported to be stable.